Event description:
On (B)(6) 2006, a patient was treated for an abdominal aortic aneurysm (aaa) with two gore® excluder® aaa endoprostheses (pxt261416/03975445, pxc181200/03725511). It was reported on (B)(6) 2015, the patient presented with what appeared to be a contained rupture of the aorta, proximal to the location of the pxt261416. An open repair was performed to treat the rupture. The implanting physician reported the pxt261416 was in good position, performing well and a good seal was present. The devices were not explanted. The patient tolerated the procedure.

Manufacturer narrative:
Additional information: upon further review of the event, it was determined that this event is not reportable. Post-procedure rupture of non-treated anatomy occurring after 2 days of the primary procedure is not reportable. As it was reported the rupture was proximal to the treat location and occurred more than 2 days post procedure, this report will be retracted. Type of reportable event.

Manufacturer narrative:
Manufacturing evaluation results will be provided once evaluation is completed. Additional aaa® devices included in this report: (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture.